Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the CPAP device's sound abatement foam that caused chest pain, apnea, cough, nasal/throat irritation and soreness, blood pressure issues and has been burned by the device. The patient alleges thet the device over heats and there is pieces of foam in the water. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) g3, h6 have been updated to reflect the additional information.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the CPAP device's sound abatement foam that caused chest pain, apnea, cough, nasal/throat irritation and soreness, blood pressure issues and has been burned by the device. The patient alleges thet the device over heats and there is pieces of foam in the water. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) g3, h6 have been updated to reflect the additional information.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the CPAP device's sound abatement foam that caused chest pain, apnea, cough, nasal/throat irritation and soreness, blood pressure issues and has been burned by the device. The patient alleges that the device over heats and there is pieces of foam in the water. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) g3, h6 have been updated to reflect the additional information.